Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
A receiver ((B)(4) lot#5224615) was returned for evaluation. The device was visually inspected and no defect was found. The receiver was re-booted, the unit displays initialization screen and continuously resets. The receiver was opened and the main board was separated from ui-u1 to perform a download and failed. The reported event of an error icon display was not confirmed. The root cause could not be determined.